Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-15996, related manufacturer's reference number: 2017865-2021-15997. It was reported the patient presented in the hospital. The patient had a system implant on (B)(6) 2021 on the left side, and the would site was packaged with xeroform. It was observed the patient had a pocket infection. The patient's pacemaker, right ventricular and right atrial leads were explanted on (B)(6) 2021. A new system was implanted on the right side. The patient was in stable condition.